Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for peritonitis manifested by abdominal pain, cloudy pd effluent, and fever. The patient was treated with vancomycin (dose, route and frequency not reported) for the peritonitis. The outcome for this peritonitis event was not reported.

Manufacturer narrative:
(B)(4). The problem was not confirmed, as there was no sample for evaluation and no device malfunction or use error was identified during the report. The root cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4): five days later after hospital admission, the patient was discharged. The patient recovered from the event of peritonitis.